Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2013. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, swelling, warm sensation, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order for device no other complaints on lots. The following allegations have been investigated: pulmonary embolism, vena cava/organ/ retroperitoneal fat/ psoas muscle perforation, embedment, tilt, pain, swelling, warm sensation, anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, h4, h6. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the common femoral vein due to pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation, organ perforation, pulmonary embolism. Patient further alleges retroperitoneal fat perforation, embedment, psoas muscle perforation, right groin pain, swelling, warm sensation, anxiety. Report from computerized tomography (CT): "lvc filter: there is a celect type ivc filter in place with 4 primary longer thicker outer struts and 8 thinner shorter secondary struts. The apex of the filter abuts the posterior medial wall of the ivc. On the coronal images. There is approximately 9 degrees ol tilt of the apex of the filter medially. On the sagittal images, the filter is tilted 5 to 6 degrees posteriorly. The apex of the filter is 2.5 cm interior to the inferior most renal vein which is the right renal vein. No perforation of the eight shorter thinner struts is present. The longest anterior strut perforates approximately 6 to 7 mm into the adjacent retroperitoneal fat. The longest right lateral strut perforates approximately 5 mm and the tip lies embedded within the right psoas musculature. The longest posterior strut perforates approximately 9 mm. The tip abuts the anterior cortex of l3. The longest left lateral strut perforates approximately 6 mm. The tip appears to abut and may be embedded in the atherosclerotic wall of the adjacent aorta. No strut bending or fracturing. No strut migration. No ivc stenosis." "Ivc filter placement as described above."